Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 03/10/2010. "Event desc: pt was taken to cath lab from emergency dept. "Fio2 range error" began alarming while vent was plugged into wall outlet. Switched out ventilator to a second veka and the same "fio2 range alarm" again appeared. Both ventilators pulled from service, biomed called." "Biomed has tested both ventilators. Ran performance verification test (pvt) on both vents. All tests passed. Biomed then ran vents with user settings at time of failure for two days with no errors." "Did this event involve an electrophysiology procedure? No." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
On mar 12, 2010, carefusion sent a letter to the user facility seeking additional info concerning the reported event, the condition of the pt and the repair of the device. As of the date of this report, there has been no response from the user facility. The user facility did not report in block 5 of their user facility medwatch report that their biomed tested the device and did not find any problems with it. A f/u medwatch report will be submitted should further info become available.